Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 24-year-old female patient who had essure (batch no: a36521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). In may 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In december 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In 2013, the patient experienced fibromyalgia ("fibromyalgia"), epigastric discomfort ("epigastic discomfort") and nausea ("nausea"). In 2015, the patient experienced syncope ("syncope,"). On an unknown date, the patient experienced genital injury ("migration of essure device location of device: essure erosion into left fallopian tube and uterine cornual region"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dyspareunia had resolved and the fibromyalgia, genital injury, epigastric discomfort, syncope, nausea and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, epigastric discomfort, fibromyalgia, genital injury, menorrhagia, nausea, pelvic pain, syncope and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in date of insertion: on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2013: total bilateral occlusion. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Impression: no evidence of fallopian tube patency status post essure. Ultrasound scan vagina: on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 24-year-old female patient who had essure (batch no: a36521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). In may 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In december 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In 2013, the patient experienced fibromyalgia ("fibromyalgia"), epigastric discomfort ("epigastic discomfort") and nausea ("nausea"). In 2015, the patient experienced syncope ("syncope,"). On an unknown date, the patient experienced genital injury ("migration of essure device location of device: essure erosion into left fallopian tube and uterine cornual region"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dyspareunia had resolved and the fibromyalgia, genital injury, epigastric discomfort, syncope, nausea and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, epigastric discomfort, fibromyalgia, genital injury, menorrhagia, nausea, pelvic pain, syncope and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in date of insertion: on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2013: total bilateral occlusion. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: device evaluation codes updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('migration of essure device, location of device: essure erosion into left fallopian tube and uterine cornual region/migration/perforation'), pelvic pain ('pain/ chronic pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)'). In a 24-year-old female patient who had essure (batch no. A36521), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included: medroxyprogesterone acetate (depo provera). In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In 2013, the patient experienced fibromyalgia ("fibromyalgia"), epigastric discomfort ("epigastic discomfort") and nausea ("nausea"). In 2015, the patient experienced syncope ("syncope"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation on (B)(6) 2014 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fibromyalgia, epigastric discomfort, syncope, nausea and dysmenorrhoea outcome was unknown. And the pelvic pain, menorrhagia, vaginal haemorrhage and dyspareunia had resolved. The reporter considered dysmenorrhoea, dyspareunia, epigastric discomfort, fibromyalgia, menorrhagia, nausea, pelvic pain, syncope, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted, in date of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2013, total bilateral occlusion. Hysterosalpingogram: on (B)(6) 2013, total bilateral occlusion. Impression: no evidence of fallopian tube patency status post essure. Ultrasound scan vagina: on (B)(6) 2013, total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: essure erosion into left fallopian tube and uterine cornual region/migration/perforation'), pelvic pain ('pain/ chronic pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 24-year-old female patient who had essure (batch no. A36521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In 2013, the patient experienced fibromyalgia ("fibromyalgia"), epigastric discomfort ("epigastic discomfort") and nausea ("nausea"). In 2015, the patient experienced syncope ("syncope,"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation on (B)(6) 2014 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fibromyalgia, epigastric discomfort, syncope, nausea and dysmenorrhoea outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and dyspareunia had resolved. The reporter considered dysmenorrhoea, dyspareunia, epigastric discomfort, fibromyalgia, menorrhagia, nausea, pelvic pain, syncope, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in date of insertion- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion impression: no evidence of fallopian tube patency status post essure. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: new event added-perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.